Event description:
An optometrist reported a pt with two infectious peripheral corneal ulcers in her left eye (os) which occurred on two separate occasions after using this bottle of product. The optometrist stated that prior to her visit, an ophthalmologist had treated the pt with ocular antibiotics and a steroid for each of the occurrences and the symptoms resolved. When the optometrist examined the pt, she observed that the corneal ulcers had resolved but there were two sterile corneal infiltrates (os). The optometrist recommended artificial tears and eye scrubs. One of the infiltrates had resolved at a visit two weeks later (2008). On the following month, the optometrist stated, the pt's eyes are fine and she is currently wearing daily disposable lenses without difficulty. The pt was wearing o2 optics contact lenses at the time of the event. The optometrist stated the pt had been using this solution for about two years previously without problems. Info was provided by the pt on 7/14/2008. She reported her left eye (os) was extremely red, she had trouble seeing, and developed photophobia and pain after using this product on approx two and a half months earlier. She stated that an ophthalmologist diagnosed "corneal ulcers, abrasions and infection" and treated her with two antibiotics and a steroid. She discontinued contact lens wear and product use. She stated all symptoms resolved. She restarted contact lens wear with new lenses, a new case, and the same bottle of product and one week later, her eyes again became red and she thought she saw an ulcer on her corneal. The pt discontinued lens wear and received the same treatment as previously administered and the symptoms resolved. She reported that she has two corneal scars (peripheral) that do not affect vision. The pt indicated that she has allergies that cause ocular irritation and redness.

Manufacturer narrative:
Eval summary: the complaint device associated with this complaint was not received for eval. Product history records could not be reviewed because the reporter has not provided a lot number or any identification traceable to the mfg documentation. A supplemental MDR will be file as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. Add'l info was requested from the reporter on 7/11/2008, 7/17/2008 and 7/30/2008. Info was provided by the reporter on 7/10/2008 and 8/4/2008. Info was requested from the pt on 7/11/2008, 7/16/2008 and 7/30/2008. Info was received from the pt on 7/14/2008. Info was requested from the ophthalmologist on 7/14/2008, 7/16/2008, 7/30/2008 and 8/4/2008, but not received.